Event description:
The customer reported a leak from reagent probe a, hdld (high density lipoprotein) failed calibration, and level sense errors on the unicel dxc 800 pro synchron system. The customer was wearing personal protective equipment (ppe); there were no reports of exposure or injuries. No erroneous results were generated or reported. This MDR references the event occurring on (B)(6) 2015. Please refer to 2050012-2015-00233 for the event occurring on (B)(6) 2015 and 2050012-2014-00234 for event occurring on (B)(6) 2015.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The cause of the event is unknown and could not be determined; multiple hardware parts were replaced to resolve the leak from reagent probe a, calibration/qc issues, and instrument errors. Any of the replaced hardware parts could have contributed to this event. (B)(6).